Event description:
Merge unity pacs is a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2020, a customer contacted merge healthcare to inform us that an exam report was missing from a recent exam. Clicking on the report button results in an error stating "the report is not found". Attempting to open the report with transcription results in an error stating "object not found." Upon investigation and troubleshooting by merge healthcare support, it was determined that he report was saved, but investigating the containing folder indicated that no data was uploaded at the time. There was a report save event in audit trail. Using the revision button from the dictation dialog box, the report template was re-generated and the report was then viewable as expected. This has the potential to delay patient treatment and/or diagnosis. There have been no reports of patient injury or harm as a result of this issue. Reference complaint (B)(4).